Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 16 months after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.5mm, 80% stenosed, 16mm long portion of the right coronary artery (rca). The physician treated the lesion with direct stent placement of a taxus express2 3.50x20mm study stent and post dilatation. There were no reported complications. The patient was discharged the next day on plavix and aspirin. Sixteen months after the initial procedure, the physician placed a non bsc stent in right posterior descending artery. There was no reported restenosis of the taxus stent. The patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is not related.